Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration for an unknown indication for use. It was reported that the healthcare professional (hcp) could only get 5 to 6 cc into a 40 cc pump on (B)(6) 2018. No further information was available. No further issues were reported or anticipated.